Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 60-320 (mg/dl). Reportedly, customer experienced a low bg after not eating for an extended length of time and eating dinner late. Customer consumed carbohydrates to treat low bg level. Subsequently, customer experienced an elevated bg, reportedly due to over consuming carbohydrates to correct for low bg experienced earlier. A correction bolus was delivered to address elevated bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.